Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a healthcare professional (hcp) meter and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of foaming at the mouth, cold sweat, muscle twitching and a loss of consciousness. The customer was unable to self-treat and had contact with an hcp where they were administered glucose intravenously (IV) and saline solution for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.